Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)

Event description:
Customer reported via phone call several issues with the insulin pump. Customer's blood glucose level was 107 mg/dl. Customer advised in the past they have had an unexpected restart alarm and external ram crc error. Customer advised they received a button error a couple of weeks ago. Customer advised they also just received a motor error during a bolus attempt. Troubleshooting for the motor error alarm was performed. Customer declined no delivery troubleshooting since changing out the set resolved that issue. Customer's insulin pump was able to pass the displacement and manual prime tests and motor error alarm did not occur. Customer was advised to monitor the alarm and call back if the alarm occurs again.